Event description:
Device 1 of 3. Reference MFR reports: 1627487-2014-06296 & 1627487-2015-03314. Additional historical information from the medical chart review identified that prior to explant the patient also experienced not being able to lift his arm due to the tension at the scs anchor site. As a result, the patient underwent surgical intervention on (B)(6) 2013 during which both the lead and anchor were revised which resolved the issue. Additionally, it was clarified the patient developed a warming sensation in the left sacral region while using stimulation for prolonged periods. Moreover, the patient's scs system was explanted per the patient¿s request. The scs anchors (same lot) are being reported as device 3. Additional information is needed to clarify the nature of the patient's issues. The patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Refer to MFR report 1627487-2014-06296. The pt had two leads implanted with the same lot number. Info provided by the pt's atty indicated that the pt alleges the following issues: the pt reports he experienced "severe power surges/shocking," heat and pain at the implant site (unk site). The pt's entire scs system was removed on (B)(6) 2014. Additional info is needed to clarify the nature ot the pt's issues. The pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues prior to explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.